Event description:
Manufacturer's first level investigational unit confirmed the area around the connector pins on the inform meter is charred and melted. Replacement was sent.

Manufacturer narrative:
(B)(4)